Manufacturer narrative:
During failure analysis overheating was not duplicated because the device had no power.

Event description:
The tps micro drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.